Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate automatic mode switch (ams) and oversensing noise. No further details were provided.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate automatic mode switch (ams) and oversensing noise. No changes were reported. There were no patient consequences.